Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30353006l number, and no internal action related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a right sided pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade. During the procedure mapping was done initially with a pentaray nav eco mapping catheter, then the mapping was continued with the thermocool® smart touch® sf bi-directional navigation catheter. The patient then complained about chest pain. The patient vitals were controlled, and a lower blood pressure was assessed. The ultrasound instrumentation was used to determine the diagnosis and the image showed a little fluid accumulation near the pulmonary artery. The amount of pericardial effusion documented by echocardiography was thought to be less than 1 cm. Reminder of the procedure was aborted. The presence of fluid in the pericardium was key to assess the diagnosis, which was cardiac tamponade of the pulmonary artery. The patient¿s vital signs (saturation, heart rate, blood pressure) were stable, and the amount of fluid which ended in the pericardium was very low, there was no additional intervention needed. Extended hospitalization was not required. Patient had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No biosense webster product malfunctions nor error messages were reported. The patient was monitored for 24 hours but no complications nor side effects appeared. Transseptal puncture was not performed. No ablation was done during the case; however, the stsf catheter was inside the patient¿s body. The irrigation control was set in high flow at 8ml / 15 ml and in low flow at 2 ml / min. The force visualization features used included graph, dashboard, vector and visitag.